Event description:
It was reported that a portion of the device peeled off. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A guidezilla ii was selected for use. During the procedure, it was noted that the metal on the connection part peeled off. The procedure was completed with this device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages.

Event description:
It was reported that a portion of the device peeled off. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A guidezilla ii was selected for use. During the procedure, it was noted that the metal on the connection part peeled off. The procedure was completed with this device. There were no patient complications reported post procedure.